Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿local safety of immediate reconstruction during primary treatment of breast cancer. Direct-to-implant versus expander-based surgery¿. 1 patient who underwent expander-based reconstruction (ebr) in two stages have experience recurrent seroma.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information regarding this event was received on 1/25/2019. The relevant fields have been updated based on the information received. Manufacturer¿s reference number: (B)(4).